Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt several troubleshooting steps, which were unsuccessful, and therefore decided to replace the pump. Support advised the customer to use a backup therapy to maintain insulin delivery, provided instructions for returning the defective pump, and arranged for the shipping of the replacement pump without requiring a signature upon delivery.